Event description:
Neuropathy [neuropathy peripheral]. Tingling in limbs [paraesthesia]. Pain in limbs [pain in extremity]. Numbness in feet and hands [hypoaesthesia]. Difficulty walking [gait disturbance]. Legs weak [muscular weakness]. A consumer reported that they, a female age (B)(6), used fixodent denture adhesive, version unk powder and reported the following: neuropathy, tingling in limbs, and pain in limbs. The consumer visited her doctor who said the symptoms were age ailments. Treatment: uses a walker. The case outcome was not recovered/not resolved. Past medical history included: medical history - dentures relined. No further info was provided. On (B)(6) 2010 update: details revealed in a review of the initial contact of (B)(6) 2010: the consumer had used fixodent denture adhesive, original cream or fixodent denture adhesive, extra hold (super hold) powder or polident, unspecified total daily use beginning 1997 to keep lower plate to stay in place, and reported the following add'l symptoms: sometimes feet and hands are cold, symptoms worse at night so gets no rest, numbness in feet and hands, difficulty walking, and legs weak. All symptoms had occurred off and on since 1997. The consumer reported that all of the doctors she visited had said that her symptoms were age related. Treatment: uses a walker. The case outcome was not recovered/not resolved. Past medical history included: medical history - dentures wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.